Event description:
The pt received her scs system consisting of an ipg and two leads on (B)(6) 2008. It was reported on (B)(6) 2009 that the leads were not functioning and pt had lost stimulation. Reprogramming was performed but the pt lost stimulation again within two weeks. The physician explanted and replaced the leads on (B)(6) 2009. The explanted leads were not returned to ans for eval. No further issues have been reported on this pt.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.